Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 80 units of insulin. Tandem technical support educated that the customer on cartridge labeling. Subsequently the customer loaded a new cartridge with 120 units of insulin and received another fill notification. Additional insulin was added to the cartridge and the cartridge began to leak insulin. Customer's blood glucose level ranged from 130-140 mg/dl. Reportedly, the customer was ultimately able to load a new cartridge and resume insulin delivery.